Event description:
Customer reported being unable to test with her adc blood glucose meter due to the adc meter shutting off after the blood sample was applied and sometimes not powering on with test strip insertion. Customer reported she was at home (unknown date) when she experienced "high blood sugar symptoms like thirsty and hungry". Customer self-treated by "walking around" and taking "metformin 1000mg". Customer self-presented to her doctor, was diagnosed with hyperglycemia, and reported her a1c levels were checked and "went up from 7 to 8.9". Customer's doctor "changed her medication and added fast acting insulin (20 units of levemir 2 times a day" and also advised her to "continue with her metformin" and that "she needs to take slow acting insulin 2 times a day". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the actual date of the reported medical event is unknown. The event date entered is the complaint awareness date. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The meter was returned and tested with retained test strips. The complaint was not confirmed and no new issues were observed. Meter powered on with button press and test strip insertion. Did not observe power issue with strip port. All results were within the range specification and no errors were observed during control solution testing.